Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient is dissatisfied with her visual results post bilateral lens implant three years ago. The patient is complaining about her left eye. The lenses were implanted 3 years ago. The patient has discomfort with the lens and her vision has not improved. The patient reportedly had a yag and some other unknown procedure. The patient reported administering eye drops as prescribed and waited for her condition/vision to improve to no change in vision.

Manufacturer narrative:
The consumer declined to provide contact information; therefore, additional information could not be obtained. The serial/lot number of the lens was not provided, and the lens remains implanted in the patient's eye. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.